Manufacturer narrative:
It was reported that immediately after insertion of a foley catheter for urinary retention, balloon leaking was noted on the y-site (drainage ports) resulting in removing the already inserted foley catheter and replacing with a new foley catheter. Reportedly, prior to insertion to the patient, the foley catheter that leaked was tested for inflation and deflation and there was no leak on the balloon noted at that time. Per report, 5 ml of saline was used to inflate the balloon and 5 ml of saline was taken out of the balloon during deflation. The patient was reportedly discharged the next day after the incident with no further issues noted. There was no serious injury reported related to this event. Due to the reported need for foley catheter re-insertion, this medwatch is being filed. The sample was returned for evaluation and the reported foley catheter leaking was not verified. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a new foley catheter was inserted after the foley catheter's balloon was noted leaking.